Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. *h4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One osseotite® tapered certain® implant 4 x 11.5mm, xifnt411 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. A fragment of a screw was identified within the drive feature of the implant. Damage to the internal threads of the implant were also observed, likely caused during attempt to remove screw. Per: pre-existing conditions noted on the complaint. Bone density type ii. The reported device was located on tooth site #16 (fdi). Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 instructions for use: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot number associated with the reported unknown biomet screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (2012030146) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/ d/ie/product holds for the reported product. A complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown. Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (xifnt411 & unknown biomet screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the screw fractured and implant was removed. Screw portion remains inside the implant.